Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited a decrease in sensing and increase in impedance. The lead was explanted and replaced. Patient condition was good after the event.